Manufacturer narrative:
This product is expected to be returned. However, no analysis is required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection and erosion. No adverse patient effects were reported.